Manufacturer narrative:
Findings: unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. However, unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit no reservoir alarm function properly and no anomaly noted. No unexpected no delivery alarm noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button was not responsive. It did not allow the customer to clear the no delivery alarm. While troubleshooting the no delivery alarm, the insulin pump did not alarm no reservoir as expected initially. The customer reported the alarm occurred once he released the act button. Customer's blood glucose level was 133 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.